Event description:
Account alleged that he has a pendant with exposed pendant cable wires due to the cable pulling away from the body of the pendant. Account stated that there were no injuries. Account alleged that he didn't know if pts had been in the beds and didn't know where the beds were being used.

Manufacturer narrative:
A replacement pendant was sent to the account to resolve the problem with the pendant cable pulling away from the body of the pendant. The pendant was defective.